Manufacturer narrative:
(B)(4). The customer subsequently reported the device was discarded. The device was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate medwatch report.

Event description:
It was reported that suture placement in an unspecified vessel was attempted with two proglide devices, using a pre-close technique, via an 8f sheath prior to an interventional procedure. This was a closure of the small access site. A femoral angiogram was not performed. Reportedly, with both proglide devices, when the proglide plunger was removed, no suture was present. Another proglide device from a different lot number was used after the interventional procedure to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.